Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed scarring, scabbing and irritation at the infusion site after wearing the pod.